Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the femoral artery. As the md was inserting the iab into the sheath, the membrane began to unwrap and the iab became stuck in the sheath. As a result, the md removed the sheath and iab as one unit. Another iab was inserted without difficulty.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.